Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the axiem e mitter was replaced. The system was tested and was working as intended. After functional testing and visual/physical examination the reported issue was confirmed. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Eminterface shows a fault on coil 4. An electrical failure was observed. Manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem box had a communication error. No patient was present at the time of the event.